Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that they are experiencing connector leaks during CT scans where the patient requires IV contrast. When the leak occurs, the CT scan has to be discontinued and rescheduled in order to prevent damage to the patients kidneys. Although it was reported that there was a delay in diagnosis and treatment, there was no report of patient harm.